Event description:
Caller reported an issue with the pump display where the pixel problem affected the ability to interact with and read the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, ensuring the customer would receive a unit with updated software. The customer was instructed to return the problematic pump using a pre-paid label and was informed of the need to program their settings and connect their continuous glucose monitor to the replacement pump. Customer will continue to use current pump.